Event description:
It was reported that the patient had to replace 5 foley catheters in the past week due to the catheters clogging, hence it was unable to flush them. While removed the catheter, the end was completely clogged with sediment. For this reason customer skeptical that it was a product defect of any kind. Customer stated that it had had happened 5 times within one week. Stated only 3 patients but it happened twice on 2 different patients and none of them look overly sediment. Per followup on 24may2021, stated that the patient had discomfort. In the case of one patient, they assumed decreased urine output was due to condition. In fact, once the bladder was scanned, patient's bladder had over a liter of urine and had been proned for hours so they did not done it earlier. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿drainage lumen designed too small¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes . 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had to replace 5 foley catheters in the past week due to the catheters clogging, hence it was unable to flush them. While removed the catheter, the end was completely clogged with sediment. For this reason customer skeptical that it was a product defect of any kind. Customer stated that it had happened 5 times within one week. Stated only 3 patients but it happened twice on 2 different patients and none of them look overly sediment. Per followup on 24may2021, stated that the patient had discomfort. In the case of one patient, they assumed decreased urine output was due to condition. In fact, once the bladder was scanned, patient's bladder had over a liter of urine and had been proned for hours so they did not done it earlier. No medical intervention was reported.